Event description:
It was reported that a user experienced a temporary signal loss between the dexcom g7 continuous glucose monitor (cgm) sensor and the ilet device, after which glucose readings resumed during the call and no further assistance was needed. No adverse clinical symptoms reported. Outcomes included no impact on health, no alerts or alarms, and no hospitalization. User support included troubleshooting and education conducted by customer support. Investigation of this case revealed a transient loss of communication without evidence of device malfunction, and normal function returned without intervention. It was concluded, based on previously established findings for similar reports, that the cause was likely intermittent communication interference or user environment factors.